Event description:
It was reported that the right atrial lead dislodged. It was also noted that the physician did not have a complaint about the lead and classified this as procedure-related, not system-related. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial lead dislodged. It was also noted that the physician did not have a complaint about the lead and classified this as procedure-related, not system-related. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies. (B)(4).